Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, reduction in diaphragmatic motion was confirmed by palpation during ablation of the right superior pulmonary vein (rspv). The patient was discharged with the paralysis still present but without any symptoms. No prolongation of hospitalization was reported.